Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that after successful implantation of the xience pro x stent, the shaft separated during removal of the device. The pieces were removed without issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Additional information received stating that there was no resistance felt during advancement or removal of the delivery system. No additional information was provided.